Event description:
This is an international report where the home patient had a system error 2240 alarm on his homechoice (hc). The patient was connected to the machine. There was patient involvement. The hp explained that he was late getting off the hc and jumped up and disconnected himself and didn't press stop or cap off patient line. The technical service representative (tsr) had the hp close all of the clamps to bags/patient line and close the transfer set, cycle power off/on, press go to start, at load the set remove the cassette. The tsr advised the hp to dispose of current supplies and either start over with all new supplies or complete a manual bag. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).